Event description:
It was reported that a study group of 11 patients underwent single level balloon kyphoplasty procedures (bkp) to treat spinal compression fractures. The affected levels were t12 (n=4), l1 (n=1), l2 (n=4), and l4 (n=1). The mean operative time was 24.8 minutes. Cement extravasation into the spinal canal was observed in one case and judged to be a complication. No other information was provided in the abstract. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: yurie, hirofumi, et al. "Clinical outcome of balloon kyphoplasty (bkp) in our hospital". 1-b-g1-2; 1407-01. Mean age = 81.1 years (range, 65 to 99). 3 men, 8 women. (B)(6). (B)(4). No known impact or consequence to patient. (B)(4). "Cement extravasation". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.